Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more often. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was kept by the medical facility. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.